Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with intuitive surgical, inc. (Isi) technical support engineer (tse) and obtained the following additional information: the issue was communication errors 170 and 31089. The system was not in use. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported communication errors on the system and replaced the common compute controller (ccc), blue fiber pigtails cable and blue fiber cable ports to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that errors occurred on the system. The csr mentioned that the system was turned on without errors once, and then it went into error mode. The csr mentioned that the issue was sporadic. There was no report of patient involvement.